Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Proximal stent damage was noted. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were pushed distally and outwards covering the second row of struts. Struts on the second row were misaligned due to this damage. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. Vascular access was obtained via radial artery. The 2.25x24mm, de novo, 80% stenosed target lesion with >45 and <95 lesion bend is located in the moderately tortuous and severly calcified left anterior descending (lad) artery. A non bsc guide wire was advanced to the target lesion which was then followed by a non bsc guide catheter. The target lesion was predilated by a 2.0mmx15mm apex catheter balloon. A 2.25x24mm promus element stent was then advanced, however; the device was unable to cross the target lesion. The procedure was completed with another of the same device and no patient complications were reported. The patient post procedure was stable. However, returned device analysis revealed stent damage.